Manufacturer narrative:
Results: patient lesion morphology, lesion was occluded with 90% stenosis. Based on the information available no root cause can be determined. Conclusion: patient lesion morphology, lesion was occluded with 90% stenosis. Evaluation of device is in progress. (B)(4).

Event description:
Physician was attempting to treat a lesion in the ata (btk) using an amphirion deep. No difficulties or abnormalities were noted during the prep for the relevant device. It was reported that the lesion was occluded with 90% stenosis and the distal could not be seen on the cine images. While advancing the device to the target lesion, physician noted the device could not cross the lesion and got stuck in the lesion. The physician pushed the device several times in an attempt to get it through the lesion and force was used; the device was kinked and could not be advanced further. It was pulled from the guide catheter and severe damage was then noted in the kinked area. No difficulties or abnormalities were noted during the preparation of the device. No patient injury or other sequelae were reported for this event. No health hazard to the patient.

Manufacturer narrative:
Failure to follow instruction (force used to advance device).

Event description:
Evaluation summary: the shaft was analyzed and it was found stretched and damaged close to the hypotube. The balloon had been inflated. No other abnormalities detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.